Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the optic was noted to be split after the iol was inserted into the eye. The surgeon cut the iol into two pieces for removal; the capsule was ruptured during this process. The incision was enlarged to facilitate removal and replacement of the lens. A vitrectomy was performed prior to the insertion of the second iol. The surgeon indicated the pt is doing well.